Event description:
Kimberly-clark received a report from (B)(6) stating, "the product set is open on the side from the package. The sealing suture is open." There was no patient contact. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. No similar complaints for the product and lot # referenced in this report have been received by kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.